Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was assisted by ems due to a blood glucose of 22 mg/dl. The incident occurred on (B)(6) 2016. The means through which the patient treated were unspecified. Troubleshooting was initiated for the low blood glucose. The insulin pump programming was accurate. The status screen displayed the less than half of the amount of insulin contained in the reservoir. The customer stated that the insulin pump was over-delivering at night. However, the insulin pump was not returned for analysis at this time.